Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported discordant glucose (glu) and calcium (ca) results were obtained on a dimension vista 1500 instrument. Siemens determined that quality controls (qcs) were within expected ranges on the day of the event and observed that there were no errors on the instrument when the sample was initially processed. As per siemens recommendations, the customer ran a precision study using the affected samples on the affected instrument and an alternate dimension vista, resulting acceptably. Siemens determined that the cause of the discordant glu and ca results was potentially sample related. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2018-00539 was filed for the discordant results obtained on (B)(6) 2018.

Event description:
Discordant, falsely elevated glucose (glu) and calcium (ca) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results, obtained on sample ID (B)(6), were reported to the physician(s), who questioned the results. The patient was re-drawn and the new sample (sample ID (B)(6)) was run on the same instrument, resulting lower the results obtained on the re-drawn sample was reported to the physician(s) as the correct results. On (B)(6) 2018, both samples were repeated on the same instrument, resulting in another discordant, falsely elevated ca result on the initial sample and another discordant, falsely low glu result on the redrawn sample. There are no known reports of patient intervention or adverse health consequences due to the discordant glu and ca results.

Manufacturer narrative:
Siemens filed the initial MDR on 24-september-2018. Additional information (11-oct-2018): siemens healthcare diagnostics investigated the issue and determined that if a test(s)/order(s) is cancelled by the operator while the instrument is aliquoting the sample, the dimension vista instrument may continue to deliver the cancelled sample or vial contents to the aliquot well(s). Future samples may be assigned to the same aliquot well(s) and become contaminated with the existing contents or overflow of the aliquot well may occur, potentially contaminating a surrounding well(s). This issue only occurs when an operator manually cancels a test(s)/order(s) for calibration, quality control (qc), or patient sample while the instrument is in the process of aliquoting the sample. An urgent medical device correction (umdc) vsw-19-01.a.us was sent to us customers and an urgent field safety notice (ufsn) vsw-19-01.a.ous was sent to outside the us (ous) customers. The umdc and ufsn indicate that siemens is working to provide an software update to address the issue and advise customers to not cancel test(s)/order(s) for calibration, qc, or patient samples until the instrument is finished with aliquoting the sample. MDR 2517506-2018-00539_s1 was filed for the same event.